Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00974054 case subject: npi 8100 error 260.4130 account name: aspirus wausau hospital account #: 1922203 asset name: 8100 pump module v9.33.0 asset location: contact: andy mondeik contact email: amondeik@renovo1.com contact phone: (715) 847 2000 x53475 contact mobile: patient or user involvement: no patient or user harm: no case description: andy had error 260.4130 on lvp8100 sn (B)(4) failure device type: failure problem type: failure mode: case resolution: I recommended andy to replace motor control board. And gave option to send unit in for flat fee repair. Andy will get a po and contact com directly to get rga number and send unit in for repair.